Event description:
Hill-rom rec'd a report from a hill-rom tech stating the brakes were not holding. The bed was located in room 407 at the account. There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
The tech found the brake casters were broken at the stems. Per the hill-rom svc manual the bed should be subject to an effective maintenance program. An annual svc of the bed is advised in order to maintain its characteristics and performance. Brake casters should be checked for cuts, wear and quality of tread, etc. And replaced when necessary. Check the brakes to see whether the bed moves when the brake pedals are pressed and repair as necessary. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The tech replaced the brake casters to resolve the issue. Based on this info, no further action is required.